Event description:
It was reported that the right ventricular [rv] lead threshold measurements have been rising and are now measuring high. It was also reported that exit block, fibrosis, ischemia and medications may be contributing to the increase in thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.